Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected front panel assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is non-responsive to touch. The customer reported the screen has delamination and there are no signs of malicious damage. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. This issue will be internally investigated within carefusion.